Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported during fill 3 of 6, a fill complication and a scale reading error message occurred. The patient cancelled the peritoneal dialysis treatment. Upon removing the cassette, fluid was observed to have leaked along the inside of the cassette door. The patient completed the peritoneal dialysis treatment with manual treatment. No patient adverse events were reported. No changes to the patient's status have been reported. The patient has continued ccpd treatments, with no additional complications reported. The set was discarded.